Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device did not respond to the front panel controls. Complainant indicated that subsequent testing did not duplicate the reported malfunction. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.